Event description:
Provider alleges the end user was getting scratches from the latch on the upper support. No injury, no medical attention, provider states the end user just used a band aid to cover the outside of the knee. The original chair was shipped with pin style and the provider is replacing with the sector style.